Manufacturer narrative:
Updated data: b5. Added second paragraph. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with very severe aortic stenosis, a type-1 bicuspid valve, and an enlargement of the ascending vein in the horizontal aorta, upon initial deployment to 80%, it was determined that the valve placement was too shallow. The valve was recaptured. The valve was deployed a second and the depth of the lower end of the non-coronary cusp was approximately 5 mm. At this point, complete heart block was observed. The ascending aorta appeared to be expanding and, per the physician, the valve position was satisfactory. The valve was placed as is. The procedure was completed with a temporary pacemaker still in place. Additional information was received indicating that a permanent pacemaker was later implanted in the patient.

Manufacturer narrative:
Corrected data: h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-34, serial/lot #: (B)(6), ubd: 16-aug-2026, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with very severe aortic stenosis, a t ype-1 bicuspid valve, and an enlargement of the ascending vein in the horizontal aorta, upon initial deployment to 80%, it was determined that the valve placement was too shallow. The valve was recaptured. The valve was deployed a second and the depth of the lower end of the non-coronary cusp was approximately 5 mm. At this point, complete heart block was observed. The ascending aorta appeared to be expanding and, per the physician, the valve position was satisfactory. The valve was placed as is. The procedure was completed with a temporary pacemaker still in place.